Manufacturer narrative:
Device code 3189 is corrected to 1426 for opacity on lens. Claim#: (B)(4).

Manufacturer narrative:
Adverse event or product problem: serious. Outcomes attributed to adverse event: required intervention to prevent permanent. Impairement/damage (device). Patient code 3191: eye treated with fluorometholone eye drops. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. Based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -4.00/1.5/088 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os). White accretion on the lens and lens opacity were observed. The lens remains implanted. Per reporter, "the patient had no subjective symtoms and the lens opacity was mild and improved with fluorometholone eye drops in 1 month. Currently, the lens opacity remains slightly." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.